Event description:
While removing a lung specimen, the echelon 60 stapler misfired and as a result, the incision line/suture line was not completed properly by the device. Another alternate device -an ez45 stapler- had to be used to finish excising the specimen. This was successful and the operation completed without further incident. Dates of use: used one time only (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: considered best product choice for excision of this specimen. Event abated after use stopped or dose reduced?: yes.